Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the trs175sb2, ancr tissue retrieval system, 15mm, 1200ml was being used during a gastric bypass procedure on 31jul23 when it was reported ¿bag broke and became dislodged from device during procedure, vendor was present and was to report situation. No patient harm. Extended length of procedure.¿. Further assessment questioning found ¿required a larger incision and additional time (15 minutes) to retrieve the retrieval bag. The procedure was completed, and the current status of the patient was reported as ¿no known issues¿. There was no report of extended hospitalization for the patient. This report is being raised on the reported injury due to a larger incision made to retrieve the bag.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 22 complaints, regarding 22 devices, for this device family and failure mode. During this same time frame 639,481 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00003. Per the instructions for use, the user is advised not to use the anchor¿ tissue retrieval system¿ if resistance is met upon deployment. Improper use of the anchor¿ tissue retrieval system¿ may result in perforation of tissue and subsequent bleeding. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of their customer that the (B)(6), ancr tissue retrieval system, 15mm, 1200ml was being used during a gastric bypass procedure on (B)(6) 2023 when it was reported ¿bag broke and became dislodged from device during procedure, vendor was present and was to report situation. No patient harm. Extended length of procedure.¿. Further assessment questioning found ¿required a larger incision and additional time (15 minutes) to retrieve the retrieval bag. The procedure was completed, and the current status of the patient was reported as ¿no known issues¿. There was no report of extended hospitalization for the patient. This report is being raised on the reported injury due to a larger incision made to retrieve the bag.